Manufacturer narrative:
One curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 remains on the delivery needle confirming the reported complaint. T1 is missing a portion of its top distal end. There is human matter lodged in the needle distal to t1. The suture has been pulled out of the fixed straw. T2 has been advanced to the dimple. The device was tested for deployment using a rubber meniscus model; t1 would not strip off the needle. The obstruction was removed and the device was re-tested, each t stripped off the delivery needle as intended. The condition of the device indicates the split cannula was not utilized during insertion causing the needle to become obstructed with human matter preventing deployment of t1.

Event description:
It was reported that during surgery t1 got stuck, and could not pop up. There was a delay of more that 30 minutes and no back-up device was available to finish the procedure.